Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.

Manufacturer narrative:
The involved devices were returned to spacelabs for investigation by a product support specialist. Command module logs confirmed that multiple resets had occurred on the module. The monitor had not logged any resets. The module resets experienced by the customer were triggered by a software memory access error specific to modules with the masimo pcba part number 010-1136-02 for oxygen saturation measurement. Root cause was determined to be a change in the firmware version number communicated by the masimo pcba which was not appropriately processed by the module resident software. The module¿s memory array set up to hold the full version string was not sized to handle the complete range of numbers sent by the masimo pcba. The result of the array overflow was a module reset. A compatible software version for the command module was provided which resolved this issue. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that on (B)(6) 2014 command module model 91496 (sn (B)(4)) experience several resets which froze the masimo oxygen saturation parameter on the qube bedside monitor model 91390 before the system completely stopped working. No one was injured as a result of this event.